Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. It was reported that the patient information is not available. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that they had a wire come apart during a procedure, last thursday night. The mid part of the wire coating came off in the patient. The physician had to basket it out and no part of the wire was left in the patient. They were unable to continue the procedure and it was not due to the wire. No patient complication reported.